Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that upon deployment of a new sensor, the sensor wire detached and did not insert on (B)(6)2015. At the time of contact, the patient's father did not report any injury or medical intervention.